Event description:
Invalid result(s): customer purchased 2 flowflex kits and they both are showing invalid results. Only the t line appeared. No c line at all appeared. He followed the directions and waited 15 minutes. He said that after 36 hours, he noticed a very faint c line. He provided a picture of 1 of the 2 tests after 36 hours from performing the test. He has since thrown away the second test. The kits were purchased at walmart.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.